Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error alarm after troubleshooting. The customer¿s blood glucose value was 200 mg/dl. The customer was reported that insulin pump had multiple pump errors. Customer was assisted with troubleshooting. Customer was reported that they were able to clear the alarm and able to complete the rewind. Customer was also reported that the self-test and displacement test was passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No pump error 43 alarm and no failed battery alarm noted. Pump error 53 alarm found in the device history due to software error.